Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer could not see drips while fill tubing. During troubleshooting with tandem's technical support, it was noted that the customer unscrewed the luer lock connection and screwed it back together. The customer was able to continue fill tubing with drips seen out the end of the tubing and resumed insulin delivery. It was noted that the luer lock connection could have been crooked. There was no reported impact to the customer's blood glucose level.